Manufacturer narrative:
The explanted device was not returned for evaluation; however, the user facility disassembled the explanted device and performed a device evaluation. A report of the device evaluation containing photos of the disassembled pump was provided. A photo of the pump taken from the proximal-side of the inflow conduit showed a red/white tissue-like deposition partially obstructing the inflow conduit flex section. Based on the photo, it appeared that a portion of the deposition was adhered to the inflow graft wall and the structure of the tissue suggests that it developed in the inflow graft. A kink was observed in one side of the inflow graft wall. If the kink was present while the pump was supporting the patient, it could have potentially contributed to an obstruction of flow and the subsequent formation of deposition in this location. However, the timeframe in which the kink was present could not be determined and could have potentially been a result of the explant or pump disassembly process. The photos of the pump also showed the presence of two flat thrombi partially occluding the rotor vanes. The areas of denaturation on the thrombi indicate that the thrombi were present in the pump while the pump was operating. Their structure suggests that they did not originate on the rotor and initially developed at another location; however, their specific origins could not be conclusively determined. The photos of the pump finally, also revealed a small, red, tissue-like deposition in the proximal-side of the outlet stator. The lack of laminated layering suggests that the deposition did not initially develop in the outlet stator. Although the origin of the deposition could not be conclusively determined, the deposition appeared similar to portions of the rotor thrombi, suggesting that it may have initially been a part of the larger depositions in that location. Specific details regarding the texture, structure, and adherence of the depositions could not be conclusively determined based on the photos. A specific cause for the development of the depositions could not be conclusively determined; however, their partial obstruction of the blood flow path could have contributed to the reported elevated lactate dehydrogenase levels and hematuria. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 2 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2016 due to macro hematuria. The patient also reported that the pump sounded louder. On admission, the patient's lactate dehydrogenase (ldh) level was greater than 1000 u/l. An analysis of pump parameter data over time was performed by a vad coordinator at the implanting center. It was reported that the analysis did not yield any direct evidence of thrombosis. Pump estimated flow, pump power consumption, and pulsatility index values were stable. However, thrombosis was suspected due to increasing hemolysis. An echocardiogram showed a floating structure partially obstructing the inflow cannula. CT angiography reportedly showed thrombus material in the flexible part of the pump inflow cannula. On (B)(6) 2016, a pump exchange was performed. After explantation, it was reported that thrombus was observed in the flexible part of the inflow cannula that may have caused a low flow restriction; however, there was no cross-sectional constriction of the area. Thrombotic material was also reported to be found on the rotor, which was suspected to be the cause of the hemolysis, and at the outlet stator. No additional information was provided.